Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2025; explant date brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via a multiple sources (manufacturer representative (rep) regarding a patient who was receiving morphine drug at a minimum rate/no therapeutic dose via an implantable pump for spinal pain indications. It was reported that the pump had flipped several times since implant. The healthcare provider (hcp) did a dye student and could not aspirate. They suspected that the catheter was kinked due to the pump flipping constantly. They planned a catheter revision. It was unknown if there were any factors that lead to the issue. The issue was not resolved and surgical intervention was planned for (B)(6) 2026. Additional information provided by the rep on (B)(6) 2026 indicated that during the surgery, the hcp opened the pump pocket and visualized that the catheter was twisted multiple times within the pocket. Using fluoroscopy, the catheter tip was identified at t9 as expected, however the anchor appeared lateral to the spine compared to the expected position. The hcp identified a non-twisted portion of the catheter within the pump pocket, transected the catheter, and used a needle with contrast to confirm the patency of the spinal catheter segment. A new pump segment was then connected to the existing implanted spinal catheter. The initial collet was deployed prior to proper catheter attachment, so a new catheter connector was used. The healthcare provider (hcp) confirmed the final connection was secure and did not separate with applied tension. The pump reservoir was accessed, and although the expected volume was 8.9 ml, a total of 20 ml was withdrawn and subsequently returned to the reservoir. The pump was then reconnected and secured with sutures at multiple fixation points. The healthcare provider (hcp) successfully aspirated 1 ml of fluid from the catheter access chamber, confirming patency. The catheter and pump chamber were primed, and the infusion rate was left at the minimum rate. The patient will follow up with the managing physician to establish new dosing. Given that the catheter tip remained at t8 as originally placed in september, the hcp did not reopen the spine incision to further evaluate the anchor directly. No additional concerns were noted at the conclusion of the procedure.